Event description:
It was reported that 20 syringe 10ml ll 21x1in tw experienced leakage. The following information was provided by the initial reporter: leakage through 10ll syringes while taking blood from arterial sheath in cardiac procedure .

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 syringe 10ml ll 21x1in tw experienced leakage. The following information was provided by the initial reporter: leakage through 10ll syringes while taking blood from arterial sheath in cardiac procedure.